Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. It was reported that the hcp reported that dec 2024 they expected to withdraw 6.1 ml fluid and only .5 ml was withdrawn from the pump. At the next refill (B)(6) 2025, 3.4 ml was expected from the pump and 6 cc was withdrawn with 40 cc of air/gas from the pump. Today they withdrew 7cc of fluid and 10cc of air/gas. Technical services reviewed how air could get into the pump and suggested that they withdraw the medication that was put in today. The hcp stated that the patient had left and they had no issues putting the full 40 ml of fluid in the pump today.